Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station not connected with server. Pyxis with login error and remote manager in offline mode. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not connecting to the server. The field service engineer (fse) found that the device was not on the network. The fse checked the settings and connections and discovered that hospital information technology team had moved the network cable at the wall. Information technology team moved the network cable to another port, and the station connected successfully. The customer tested and confirmed proper operation. Preventive maintenance was also completed. The system functioned as intended after the field service engineer repaired the device.